Event description:
Boston scientific received information that this patient received a few shocks over the period of a couple days. Upon review, the shocks were determined to be inappropriate. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.